Event description:
The affiliate received a report of under-delivery for a male patient (no other patient information provided) using a patrol pump, list #52036. No information was provided regarding the amount of under-delivery and there was no report of serious injury or illness or medical intervention. The pump was returned for testing and investigation and found to have an excess of nutritional product on the roller causing it to seize. When tested twice, the pump was found to under-delivery by 32% and 33%. The rotor was replaced and the pump cleaned and serviced. After servicing, the pump performed within specification. Although, it appears that the under-delivery may have been related to the user allowing nutritional product to build up on the rotor. A product problem cannot be ruled out from the information provided to date.

Manufacturer narrative:
The pump was returned for testing and investigation and found to have an excess of nutritional product on the roller causing it to seize. When tested twice, the pump was found to under-delivery by 32% and 33%. The rotor was replaced and the pump cleaned and serviced. After servicing.